Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that there is no response of several buttons. The customer changed battery and clan battery cap of the insulin pump but anomaly still persists. The customer insulin pump will be returned for analysis and is replaced by tnt.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.